Manufacturer narrative:
11/18/1998- supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.